Event description:
No pt was involved with the reported malfunction. During a training session in the animal lab the ventricular assist device (vad) dual drive console was disconnected from ac power while operating and moved to a different room. The drive console continued to operate without any problems until it was reconnected to ac power, at which time power was lost to the air compressors. The main circuit breaker was noted to have tripped, and after resetting it power could be restored to the compressors. Later in the same training session, when the drive console was disconnected from ac power the uninterruptible power supply (ups) system failed to provide power to the air compressors. However, at the end of the session the drive console operated as intended when disconnected from ac power. It should be noted that the animal lab facility was brand new, and the bldg systems may not have been completely validated yet.